Event description:
Hospital advised that a 500cc bag of heparin was hung, the rate was set at 20cc/hr and volume to be infused at 500cc. Approximately one hour later at 04:00 hrs the bag was empty. The patient was admitted at 1:30 a.m. And this was the first infusion set up on this patient. There was no patient consequence.